Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support with resetting the pump, and after reset, the malfunction did not recur. The customer was advised to monitor the pump for any reoccurrence and to call back if the issue returned.